Manufacturer narrative:
The returned handpiece and generator were evaluated. Both devices were found to function within specifications. The alleged failure could not be duplicated.

Event description:
Operating room staff and doctor stated a sound was still activated after the coag mode handswitch button was released on handswitch. Staff say the unit was still in output active mode after the handswitch was released during procedure.